Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system, implanted with non boston scientific leads, exhibited right atrial (ra) lead noise with oversensing. It was noted that the ra lead was set to unipolar sensing, which likely contributed to the noise. The device ra paced 21%, and there was no atrial pauses or inhibition greater than two seconds. This pacemaker system remains in service. No adverse patient effects were reported.